Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a bilateral nephrectomy - transplant procedure, while using the device, loaded with a white cartridge, the surgeon attempted to fire the stapler across the renal hilum. Mid-way through firing, the stapler locked out. The knife sled had traveled approximately half-way along the stapler jaws before becoming stuck. In an attempt to reverse the knife blade so that he may un-clamp, the surgeon manually switched the "knife-reverse" button and attempted to squeeze the trigger again to bring the knife back, but still nothing happened. The lockout prevented the surgeon from being able to advance the knife to complete the firing sequence and it also was not able to reverse despite the reverse switch being flipped. With the knife sled not being able to return to its home position, the staple jaws would not open and the device had to be cut from the patient. The surgeon opened and utilized a competitive and transected the tissue bundle directly proximal to the locked out stapler, allowing him to remove the specimen along with the device still attached to the specimen tissue. Once the specimen was removed, another staple reload cartridge was used to cut the stapler from the specimen. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p5502v. The analysis found that one ec60a device was returned with no apparent damage and with a gst60w reload cartridge loaded on the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Evaluation summary the device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.